Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used a third-party cable which resolved the charging issue, and additional charging supplies were to be sent by customer support with a follow-up.